Event description:
Same case as MFR's report# 6000089-2007-01408; it was reported that during a right superior vena cava stenting treatment procedure, stent migration occurred. The lesion being treated was a 30 mm long, non-calcified, 50% stenotic, de novo lesion located mid-vessel in a non-tortuous, 12mm diameter right superior vena cava (svc). No resistance was encountered and the lesion was not predilated. The physician inserted the wallstent rp 14 x 60 mm over a 0.035"/150 cm guidewire into the svc. No guide catheter was used. The stent was not fully deployed or well apposed, therefore, the lesion was post-dilated with a smash 12x40 mm balloon inflated to 7 atms for 35 seconds using a 50% contrast ratio. The balloon was fully inflated without waist. After the balloon deflation, the stent migrated to the inferior vena cava (ivc) during balloon retrieval. (The balloon was fully deflated prior to removal). The physician used a .014" guidewire to retrieve the wallstent and pulled it back to the femoral vein where it remains implanted. No pt injuries or complications were reported. Pt status is reported as "stable." In the physician's opinion, the balloon retrieval caused the wallstent migration.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.